Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician discovered a bent haptic as the lens was inserted into the left eye. The incision was enlarged to remove the lens and a backup lens was implanted. Sutures were used as standard protocol. The patient is reported to have no problems post surgery.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic bent at the optic. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.